Event description:
The bio med reported that a nurse alleged one of the pc 21" monitors at the nurse's station made a popping noise and a small amount of smoke came out of the back of the monitor. Bio med stated they tested the monitor and could not duplicate the reported condition. A visual inspection was performed and there was no visible evidence of overheating. Monitor was returned to service. No patient involvement reported.